Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to open keypad connector on lcd board. No blank display. The lcd board was ok. Insulin pump was unable to verify excessive no delivery alarm due to keypad anomaly. Insulin pump had minor scratches on lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display, an unresponsive keypad, and had alarmed a no delivery alarm. The blood glucose reading was unknown. The customer stated that after getting out of the shower, she noticed the blank display, which returned upon insertion of a new battery. However, when the customer pressed act, nothing happened. The customer stated that she was able to clear a no delivery alarm, but then the device would not respond to any button presses. Advised replacement of the insulin pump. Troubleshooting for no delivery alarms was declined. Nothing further reported.